Event description:
Caller reported that pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support advised to press the button firmly, but since the issue persisted, a pump replacement was arranged despite the warranty having expired. The customer was not interested in obtaining an out-of-warranty loaner pump.